Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when upon inserting viscoelastic and removing both the blue clips and advancing then lens did not advance the plunger came forward without the lens. Additional information has been requested but no information is available at the time of this report.